Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Front bezel will need to be replaced to fix the fault. A field service engineer (fse) was dispatched for onsite service.

Manufacturer narrative:
Although the front bezel or the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
The removed ui front bezel assembly was returned to the failure investigation lab (fi). A visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The fi technician installed the ui front bezel assembly into a fi ventilator to duplicate the reported issue. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring to not function.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Front bezel will need to be replaced to fix the fault. A field service engineer (fse) was dispatched for onsite service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards.